Manufacturer narrative:
The function of the vacuum pump in the v-pro 1 plus sterilizer is to evacuate the sterilizer chamber of air before sterilant is injected into the chamber. If the vacuum pump stops working, a cycle cannot be successfully completed. A steris technician was dispatched to the facility following the event and found the vacuum pump required replacement. The vacuum pump is being returned to steris for further evaluation. No further issues have been reported.

Event description:
The user facility reported the unit's vacuum pump stopped functioning during a sterilization cycle. A procedure delay was reported as the instruments were sent to another location for sterilization.

Manufacturer narrative:
The vacuum pump was returned to steris for engineering analysis. Engineering analysis determined that the vacuum pump motor had been damaged by oil leaking onto the motor which resulted in electrical damage to the vacuum pump. The v-pro 1 plus sterilizer is not under steris contract for preventive maintenance. Steris contacted the user facility to confirm that proper maintenance of the v-pro 1 plus sterilizer was being performed prior to the reported event. The v-pro 1 plus operator manual states that the vacuum pump oil and vacuum pump filters must be replaced at a minimum 6-month interval or every 500 cycles. The facility could not confirm whether the vacuum pump oil and pump filters were replaced at the recommended intervals as stated in the operator manual. Steris engineering has attributed this oil leak to a compromised o-ring located on the vacuum pump. The vacuum pump was replaced on the customer's v-pro 1 plus sterilizer. No further issues have been reported.